Event description:
Left temporal bolt sheared off when attempting to remove it, small piece retained in left temporal bone. Unable to determine exact device r/t [related to] several sizes placed in patient bone.